Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gf-001 g5 /serial number (B)(4)/lot number 5207833) was returned on 05/19/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the complaint device was returned for evaluation on 05/19/2016. The data log was received and reviewed on 05/31/2016. Data confirmed the customer complaint of inaccurate cgm values. The root cause could not be determined. The investigation is not yet complete. A follow-up will be submitted upon completion.